Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device's battery is exhausted. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator indicating that the battery is exhausted. There was reportedly no patient involvement. The customer worked with the technical support representative and it was determined that this was a malfunction of the battery, which was placed on order for the customer. The customer is replacing the battery to resolve the issue. The device remains at the customer site. No further action is warranted at this time. H3 other text : remote support provided